Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two resolution clips used during the same procedure. Manufacturer report#3005099803-2018-60064 pertains to the first device, and manufacturer report#3005099803-2018-60065 pertains to the second device. It was reported to boston scientific corporation that two resolution clip devices were used during a cystogastrostomy procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure, both clips failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
This report pertains to one of two resolution clips used during the same procedure. Manufacturer report#3005099803-2018-60064 pertains to the first device, and manufacturer report#3005099803-2018-60065 pertains to the second device. It was reported to boston scientific corporation that two resolution clip devices were used during a cystogastrostomy procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure, both clips failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was not returned with the device. A kink was noticed on the joint point of the catheter and the bushing. A kink was also noted near the handle of the device, while the spring of the handle was stuck inside the spool. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.